Event description:
Knee revision. Primary lcs tkjr was performed in 1994. In 2007, metal backed patella was revised to an lcs complete all poly patella ((B)(4) lot 2293547). All other implants remained in situ. Full revision of the remaining implants was subsequently performed on (B)(6) 2014 (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.